Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/12/2024, it was reported by a sales representative via phone that (qty. 6) of an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor broke while converting the repair suture. All suture anchors were removed from the patient. The case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor from a different lot with ar-1926ps suture anchor, pushlock. There was a case delay of 20 minutes, and no additional anesthesia was administered. This was discovered during a hip arthroscopy labral repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.